Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) received in three segments wrapped in medical gauze, two segments with haptics are stuck to each other with solution. Solution is dried on the iol. There are fibers adhered to the haptics and the optic. There is a tiny crack/fracture in the centre piece of the optic. The complainant indicates the use of hyaluronic acid as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported crack in the center while loading the intraocular lens . The procedure was completed on the same day using an exchange intraocular lens. Additional information has been requested.